Event description:
During a rotational atherectomy treatment procedure, a perforation of the mid lad occurred. The physician used an 8 fr terumo introducer sheath for femoral artery access and a route 0.014" guidewire and an 8 fr guide catheter to cross the lesion. A micro catheter was inserted into the left coronary artery along with the 0.014" guide wire. The route guidewire was removed and the rotalink plus (rotaburr 2.15 mm) was inserted along with the rotawire. The lesion was debulked three times at 160,000 rpms rotation for 3-4 seconds each. (The rotaburr was moved approximately 10 mm during this time.) During the fourth pass, a perforation occurred at the mid lad region. The rotalink plus (rotaburr 2.15 mm) and rotawire were removed. The physician placed an esprit 20/3.0 mm perfusion balloon at the site of the perforation. The pt was intubated and a swanganz catheter was placed. Heparin infusion was discontinued and effects reversed with protamine sulfate. After 30 minutes of inflation with the perfusion balloon, the site was reassesed, but the results were inadequate and no-flow was seen distal to the perforation site. The pt's heart rate was now 90 bpm. A pericardiocentesis was performed to counteract the pericardial effusion caused by the perforation, but a recurrence of bleeding at the perforation site was noted. Stent graft inserted to attempt to treat the perforation site, but no flow was noted from the left main to the lad and the circumflex coronary arteries, therefore, the physician discontinued the graft placement. The physician attempted aspiration with a thrombuster catheter, but the intervention was unsuccessful as demonstrated by declining blood flow volume and heart rate, and resultant ischemia. Catecholamine was injected as a palliative action for the transient ischemia and placement of an iabp and pacemaker performed. The condition of the pt improved and stabilized enough for transfer to the ccu. Unfortunately, the pt later expired due to hemodynamic instability.